Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed rf pic failed self-test several times, plus it turns off and restarts. Customer's blood glucose was unknown. Customer stated the alarm did not occur during the rewind/prime sequence. Advised to clear the alarm using esc/act button. Advised customer the insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor also, with intermittent act button response due to flattened and creased dome. The keypad connector was inspected and no anomalies noted. No a64 alarms noted. The insulin pump was monitored and no turning of for resetting noted. The operating currents are within specification and passed self-test, a21 error test, rewind, basic occlusion test and displacement test. The insulin pump had cracked case at the display window corners and minor scratches on the lcd window.